Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, they confirmed that the intestinal canal was completely stapled, maximally articulated the jaws, fully squeezed the handle and able to fire the device. After firing, the surgeon could not open the jaws. To resolve the issue they cut the neoveil sheet on the anvil side and removed the cartridge from the tissue without damaging it. The surgical time was extended less than 30 minutes, and less than 200cc of bleeding has occurred as a result of the issue. But there was no tissue damage. The incision site was not extended, and additional resection was not required. There was no patient injury.